Manufacturer narrative:
The service engineer (se) reported that the power cable was replaced. Following the test & verification procedure, the device was restored to factory settings. All test and verification procedures necessary to certify the return of the device to working conditions were carried out satisfactorily. The system meets the specification for the performed service and is returned to use.

Event description:
Philips received a complaint from the service engineer, that the v60 ventilator had an electrical safety test that failed to meet the permitted limits. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips service engineer (se) noted that the customer's v60 ventilator had an electrical safety test that failed to meet the permitted limits. It was noted that the power cord would need to be replaced. Investigation ongoing.

Manufacturer narrative:
E: (B)(6). Reporter# (B)(6). Institution # (B)(6).